Event description:
During preparation for the pulmonary vein isolation procedure, an output issue occurred resulting in a delay and cancellation. With the patient under general anesthesia, transseptal puncture was performed, the viewflex xtra catheter was connected and an error was observed on the screen that restarted the echo and did not show an image. The three enguide connectors were tested but the problem continued. Technical tests of the system and power grid change were carried out which did not resolve the issue. The procedure was cancelled due to the significant delay to the start of the procedure. The patient awoke from general anesthesia without any serious damage to the patient's health; no additional medical intervention or additional hospitalization was required.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h6. Review of the provided field service report revealed the returned image showed an error message on the monitor screen consistent with the reported event. The reported issue was resolved by using the abbott provided user instructions and replacement parts to the customer. The device history record was completed by a representative from mindray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the investigation performed, the cause of the reported event was isolated to the viewmate system.